Manufacturer narrative:
H3 other text : device remains in the patient.

Event description:
It was reported that the patient visited the physician on (B)(6) 2021 complaining of a unilateral red bump on the skin over the nasal bone. The patient received a latera implant on (B)(6) 2021. The patient received a kenalog steroid injection and the implant was partially removed (distal portion) on (B)(6) 2021.

Event description:
It was reported that the patient visited the physician on (B)(6) 2021 complaining of a unilateral red bump on the skin over the nasal bone. The patient received a latera implant on (B)(6) 2021. The patient received a kenalog steroid injection and the implant was partially removed (distal portion) on (B)(6) 2021.